Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server found offline. A technical support specialist found all server offline and power back on the server from db dell box to verify station communication with server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ es server, had a es server down. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.